Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The technical support specialist dialed on to the station to check all the servers and rebooted. Sent an email to inform the customer about the findings and updates. Customer confirms no issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system medications needed to be refilled stocking out. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.